Event description:
It was reported that while stimulation was turned on that the patient was constipated. It was reported that when stimulation was turned off the patient was immediately able to have a bowel movement. The patient experienced sharp, shooting pain in her rectum which started since her revision surgery in (B)(6) 2010. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2011-09325

Manufacturer narrative:
Tined lead model 3093-33, lot# v432344, implanted: 2010-(B)(6), explanted: unknown, patient programmer model 3037, lot# njd103367n, implanted: n/a, explanted: n/a. Programmer model 3031a, serial# (B)(4), implanted: n/a, explanted: n/a. Implantable neurostimulator (ins) model 3058, serial#, implanted: 2010-(B)(6), explanted: unknown extension, model 3095, serial # (B)(4), implanted: 2005-(B)(6). Explanted: unknown. Lead model 3093, lot # v000105, implanted: 2005-(B)(6). Explanted: unknown.